Event description:
Hill-rom received a report from the facility that stated the pt was found with his head entrapped in zone 3 in the horizontal space between the quarter rail and the mattress, face down with head toward the head of bed, knees on the floor and feet towards the foot of bed. The bed was located in room y401a. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician was present during a re-enactment and assessment along with the ministry of health and long term care inspector. The assessors were able to fit a closed hand in zone 3 if other assisted in holding back the mattress and side rail. It was determined that the bed passed the zone 3 entrapment tests and the technician found no malfunctions with the bed. Per the hill-rom user manual, evaluated pts for entrapment risk according to facility protocol, and monitor patients appropriately. Make sure all side rails are fully latched when in the raised position. Failure to do either of these could cause serious injury or death. Side rails are intended to be a reminder to the pt of the unit's edge, not a pt restraining device. When appropriate, hill-rom recommends that medical persons determine the correct methods necessary to make sure a pt remains safely in bed. The pt was unresponsive and his pupils were fixed. Staff noted abrasions on the left side of his neck and red marks noted on his knees. The pt was noted as being hypoxic. The pt was transported to the hospital and intubated in ICU for a week and then extubated. The bed was found to be functioning as intended with no issues related to zone 3 measurements. Evaluating the dimensional limits of the gaps in hospital beds is only a component of an overall assessment for entrapment. Therefore, the risk of entrapment is not solely induced by the device but inherent to medical care.